Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced a high blood glucose (bg) level of 511-512 mg/dl. Cause of bg was unknown. Customer administered a correction injection to address the issue.